Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cables. The system operates as intended.

Event description:
The customer reported high power spikes in the x-ray tube cathode circuit. No pt injury was reported.